Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some white floccule matter was in the fluid path of a transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.